Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set, customer noticed the tip was falling off, which caused blood to leak everywhere. There was no report of impact to patient or user.

Manufacturer narrative:
The following were updated to correct the submitted MFR report # 2243072-2023-02055 short description is pr#9129929- sleeve falls off. B5: describe event. It was reported that while using the bd vacutainer® safety-lok¿ blood collection set, customer noticed the tip was falling off, which caused blood to leak everywhere. There was no report of impact to patient or user.

Manufacturer narrative:
H.6 investigation summary: material #: 367283. Lot/batch #: 23c1591. Bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and another 8 retention samples by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to sleeve fall off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve fall off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set, customer noticed the tip was falling off, which caused blood to leak everywhere. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set tip is falling off, which leads to blood leaking. There was no report of impact to patient or user.